Event description:
It was reported that the images on the 6800 system were grainy during a case. The procedure was completed without incident and no patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was found that the auto brightness and contrast was turned off. Also, the exposure time was less than one second and the dynamic histo was shut off. The system settings were corrected during the service call. The system was tested and found to be working as intended and put back into service.